Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a foreign body removal surgery caused by a provisional patella being left in patient's knee after total knee arthroplasty.

Manufacturer narrative:
Concomitant medical product: femoral component option for cemented use only size f left # 00599601651 lot # 62990771; tibial component stemmed precoat # 00598004701 lot # 63021714; articular surface # 00596404012 lot # 62835473; stem extension # 00598801215 lot # 63023071; all poly patella # 00597206532 lot # 63071479. Reported event was unable to be confirmed due to limited information received from the customer. Radiographic evaluation suggested of a lobulated radiodense structure (located superolateral to the femoral hardware component which could represent the foreign body but could not be confirmed due to lack of additional views. The fit of the femoral and tibial components is adequate. Device history record was reviewed and no discrepancies were found. The root cause for the provisional being left inside the knee is due to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a foreign body removal surgery caused by a provisional patella being left in patient's knee after total knee arthroplasty. The provisional patella was left "afloating" in the joint. Attempts have been made and additional information on the reported event is unavailable.